Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that their battery was not charging. They had an appointment with their implanting healthcare provider who was supposed to get in touch with a manufacturer's representative to contact the patient to go through everything to try and get it to work. The patient never heard back from anyone. They were still walking around and couldn't use their device for their pain and were trying to find out who the representative was. The patient was redirected to their healthcare provider to page a local representative. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain, and sciatic nerve injury. It was reported that the patient was experiencing poor coupling. Repositioning the antenna over the ins did not resolve the issue and the patient was seeing a poor coupling screen. The patient reported swelling at the ins pocket site. They stated that the stimulator depleted a few weeks ago, they tried charging, and since then they have been having coupling problems. They had 0 coupling boxes filled in on their recharger. The patient also reported having a lot of pain in their back and this started about a month ago; the pain was at the implant site. They confirmed that the pain and redness had gotten worse in early (B)(6). No further complications reported.